Event description:
The lay user/reporter in another country, contacted lifescan (lfs) on september 25,2008 on behalf of the lay user/patient and alleged that a onetouch ultra2 meter was giving inaccurate readings. The medical affairs specialist (mas) sent the follow-up question to the customer service agent (csa) to ask the patient and verified the following information. On the event date, at around 7:01 pm, the patient had reportedly received a blood sugar result of 215 mg/dl and had taken 4 units or novorapid insulin based on her meter reading, she had normal amount of food for the dinner and had also taken a set dosage, 3.5 units of levemir insulin. At around 7:19 pm that evening, the patient had received a blood sugar result of 269 mg/dl. At around 9:52 pm that evening, the patient's mother tested her blood sugar while she was asleep and received a result of "high glucose" which would appear when blood sugar level is higher than 600 mg/dl. The mother suspected the result and therefore, tested the patient's blood sugar again with a blood sample collected from another finger and received a result of 59 mg/dl. She gave the patient some food and tested her blood sugar again at around 10:25 pm and received a result of 66 mg/dl. She gave the patient more food. The reporter mentioned that she did not notice the patient experiencing any "low blood sugar symptoms" at the time of concern while she was alseep. The mother mentioned that the patient normally feels "pale face and trembling hands" if her blood sugar goes below 80 mg/dl. The patient's blood sugar was tested again at around 1:00 am that night and had received a result of 154 mg/dl. The mother denied about the patient receiving future medical attention due to the alleged issue. The patient was not tested on another device at the time of concern. The customer service agent (csa) discovered that incorrect method was used to clean the puncture area. The csa also verified that the correct technique was used to test, the meter was being read right side up, the unit of measure was set correctly, the meter was coded properly, and the sample was drawn from an approved source. Replacement products had been sent to the patient. This complaint is being reported as an adverse event, as the patient was administered 4 units of novorapid insulin based on a reading of 215 mg/dl, received on the reported meter and later allegedly received a blood sugar result of "59 mg/dl", which suggests hypoglycemia. Diabetes medication regiment: the patient usually takes novorapid insulin based on her blood sugar readings and also takes a set amount, 3.5 units of levemir insulin at around 7:00 am, noon and 7:00 pm daily.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If the products will be returned, lifescan will evaluate them and, if they do not pass inspection, lifescan will inform FDA of the results in a supplemental report.